Event description:
Report received that a patient had left side vocal cord paralysis (vcp). The patient reportedly experienced hoarseness, so she was referred to an ent. The ent diagnosed her with vcp which had been causing the hoarseness. The patient returned to her neurologist who performed an interrogation and a system diagnostic which showed normal vns functionality. The vcp reportedly occurred only with stimulation. The patient's physician indicated that the vcp might be caused by intubation from a surgery performed in 2015 which was not related to vns. However, she could not be definite in this assessment. She also felt the vns was not exacerbating the vcp. No intervention for vcp has been taken to date. No further relevant information has been provided.